Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 900 mg/dl while wearing the pod on their abdomen for an unknown length of time. No additional symptoms were reported. Upon removing the pod at the hospital, the doctor observed that the cannula was not inserted properly. The patient was treated with intravenous fluids and insulin. The doctor adjusted the patient's device settings before discharge. The pod was removed at the hospital and discarded. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.